Event description:
The device had no high pressure relief. The device was reported to have alarmed appropriately. The device was not reported to have been in pt use. No pt harm was reported. The dump valve was replaced on the device to correct the problem. The device was repaired and returned to service.